Event description:
It was reported to vyaire medical that the revel ventilator has hardware fault 28 - blower fs fault alarm. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. There was fread error during the event trace download. No root cause has been determined at this time, since the investigation is still ongoing.

Manufacturer narrative:
Result of investigation: service technician was unable to reproduce customer reported complaint that states, "hw fault 28 - blower fs fault alarm." During bench testing. Vent was hooked up to a known good ac power source, a patient circuit and a known good o2 source. Vent passed 130 hrs. Of extended test without any unusual alarm condition. Service performed several power on/off test, vent passed with no issues. Vent passed initial final test and initial alarm volume test using automated test fixture that checks the total functionality of the vent with no alarm condition. Unit was opened and inspected; no anomalies were found. Service will replace the flow sensor pn: 21238-001 as a precaution to address the reported failure and will process the ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.